Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.